Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to resolve the issue.